Event description:
It was reported that the valve was explanted after an implant duration of approximately 11 years due to prosthetic mitral valve stenosis. Per the operative report, patient developed mitral stenosis with a 13-mm gradient. The explanted device was replaced with another edwards bioprosthetic valve. Post-implant, aortic regurgitation was noted. The belly of the noncoronary cusp was incorporated into the pledgeted suture line over a distance of about 3 sutures. These sutures could not be replaced without damaging the mitral repair; therefore, the aortic valve was replaced with an edwards bioprosthetic valve as well. Transesophageal echocardiogram showed no leak of either the mitral or aortic prosthesis. Patient tolerated the procedure well. The explanted device will not be returned for evaluation.

Manufacturer narrative:
Additional manufacturer narrative: there are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). The valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.